Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s caregiver observed an unspecified pump alert described verbally as ¿trapping insulin,¿ while device records showed a restart ilet alert; the user restarted the ilet and device functionality and blood glucose were not affected. Symptoms included no reported clinical effects. Outcomes included no impact to activities of daily living and no need for medical intervention or hospitalization. Investigation included customer interview and device alert history review. Investigation of this case revealed no recurrence after restart and no confirmed motor stall or insulin delivery interruption. It was concluded that the event did not result in patient harm and that the device operated as expected after restart, with no reportable malfunction confirmed.